Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a mustang balloon catheter. The recommended guidewire size for this device is 0.035-inch as per mustang specification. The guidewire used by the customer was not returned for analysis. The investigator successfully loaded the device on to a boston scientific 0.035-inch guidewire without issue. A visual examination of the returned device found that the balloon had not been inflated. No issues were noted with the balloon material. A visual examination of the markerbands identified no issues. Both markerbands were present, undamaged in the correct position on the shaft. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no damage to the tip of the device.

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during procedure the device got stuck on a 0.035 150cm non-boston scientific guide wire. The catheter and guide wire have to be removed as a single unit. The procedure was completed with a different device. There were no patient complications nor injuries reported.